Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring =600mg/dl (the blood glucose meter read ¿high¿) with polydipsia and feeling tired. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the pump did not have power. During troubleshooting with animas customer support, it was discovered that the alarm history indicated a replace battery alarm which led to the alleged power loss. The reporter was advised to change to a new battery from a new pack; when this was done, the pump powered on normally. After the pump powered back on, the user used the pump to bolus with insulin to treat the high blood glucose. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a training/misuse issue; the patient did not respond properly to a replace battery alarm.